Event description:
Information was received indicating that a smiths medical cadd-prizm vip pump was going through batteries very quickly during the infusion process. The batteries had to be changed twice during a 46 hour infusion. Both times new batteries were used. There were no reported adverse events.